Event description:
I have had extremely dry eyes ever since my procedure. I've tried numerous drops, ointments, and pills. I've talked to the surgeon about it and different ophthalmologists and they all just tell me to use eye drops. I recently had to go to urgent care and miss work because my eyes were so dry that they caused a corneal abrasion. Inland eye specialist.